Event description:
A caller reported a cartridge alarm 20 but confirmed it did not cause an adverse impact to the customer¿s blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar alarms. Despite attempting to load a new cartridge following the correct technique, the cartridge alarm recurred, preventing the resumption of insulin therapy. Tandem technical support assisted by sending a replacement pump with updated software and guided the customer on necessary actions such as putting the pump into storage mode and returning the faulty pump within 10 days. The caller was informed of the need to program settings into the new pump and ensure connectivity with their cgm. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.